Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the drive support cap was sticking out. The customer stated that the insulin pump was not detecting reservoir. Customer was advised to hold down act until they receive 2nd series of beeps and numbers appear on the display and they did not receive 2nd series of beeps nor did numbers appear on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however, pump alarmed a33 during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion test, prime/a33 test, and excessive no delivery test or verify prime or fill anomaly due to a33 alarm.